Event description:
It was reported that the user sought weight loss but was ingesting substantial carbohydrates to treat perceived low blood glucose, initiating treatment when readings were in the 70s mg/dl, and was counseled to treat only true hypoglycemia. Symptoms included hypoglycemia managed by oral carbohydrate intake without reported loss of consciousness, seizure, or injury. Outcomes included user education and troubleshooting with guidance on appropriate hypoglycemia treatment thresholds and avoidance of overtreatment. Investigation included complaint intake review and user coaching regarding device-use behaviors and glucose management practices. Investigation of this case revealed behavioral overtreatment of hypoglycemia with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling and therapy management.